Manufacturer narrative:
The manufacturing and material records for the perceval plus heart valve, model #pvf-s , s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova (B)(4) the steady flow test (open/close photos) performed at the time of manufacture and release was also reviewed. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #pvf-s) perceval plus heart valve at the time of manufacture and release, including an acceptable opened and closed leaflet performance. The manufacturer received the device involved in the reported event on (B)(4) 2021. Further investigation is ongoing.

Event description:
On (B)(6) 2021, a perceval plus valve model pvf-s was intended to be used as part of an aortic valve replacement procedure. When the surgeon deployed the valve, one of the leaflets appeared more tense and stretched. As reported, the surgeon had the impression that the valve would have not closed properly, ending up in aortic insufficiency. As such, a decision was made to explant the valve and implant another kind of valve.

Manufacturer narrative:
Updated sections b4, b5, g3, g6, h1, h2, h3, h6. After decontamination, the valve was visually inspected and no particular element of non-conformity, according to the specifications, that could be related to possible pre-existing defects were identified. The dimensional analysis confirmed the correct dimensions of the returned device. In order to allow a preliminary evaluation of the functional behavior, a simulation of collapsing, deployment and ballooning phases was performed in order to attempt to replicate the reported event. The collapsing procedure performed with the returned valve and a demo accessory kit was completed with no issue. During the simulation of valve deployment in the silicon aortic roots #21, no problems were encountered during the ballooning phase: the sealing at the annulus level was guaranteed; thus, the valve remained fixed within the annulus. Then, inserting some water in the aortic root from the outflow side, no paravalvular leaks were observed during the simulation. Considering the static conditions of the test, the water level remained stable under the leaflets free edge. Then, in order to allow an exhaustive evaluation of the functional behavior, the returned valve underwent hydrodynamic testing in simulated physiological conditions. The effective orifice area (eoa) at 70 bpm, 5 l/min of cardiac output and mean aortic pressure of about 100 mmhg is 2.32 cm2, well above the iso 5840 minimum requirement 1.05 cm2. For a cardiac output of 5.0 l/min and mean aortic pressure of about 100 mmhg, the regurgitant fraction is 4.5% and it is below the requirement of iso 5840 for a prosthesis of equivalent tad. No anomalies were observed during the open/close cycle in normotensive conditions and hypotensive conditions. Based on the analysis performed, the reported observation about the aspect / geometry of the prosthesis cannot be considered a correct judgement regarding the behavior or the performances of the device that met the requirement of iso 5840 as shown during the functional test. No problem was detected in the returned prosthesis during the manufacturer's investigations. Based on the information available, which reports that no testing was done to verify the competency of the prosthesis after deployment/implant, the claimed issue may have been reasonably related to a judgment of leaflets under static conditions and should not be considered as a device defect or a potential cause of a wrong behavior once under physiological pressure conditions.

Event description:
Per additional information received, it was clarified that the surgeon implanted the valve and performed the post dilation and after that it was realized that the leaflets did not coapt. As reported, no testing was done to verify the competency of the prosthesis after the deployment. It was reported that it was visually evident that one of the leaflets was shorter than the others. The procedure was delayed of approximately 20min. The patient remained stable during the procedure, with no particular complications reported. The patient was stable after the procedure. The explanted prosthesis was replaced by a new perceval of the same size. No patient-related factors were reported as possibly contributing to the event. The remainder of the information previously provided remains unchanged.